Event description:
Healthcare professional reported lap-band system was removed and replaced due to the "patient was not receiving restriction."

Manufacturer narrative:
Taper unk. The product associated with this report has not been returned for analysis. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding event and product details has been requested. No add'l info is available at this time.